Event description:
It was reported that 5 of the intermittent catheters were faulty and patient experienced difficulty in insertion, pieces of the product were missing and the customer mentioned that there was sediment present as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿defective components from supplier or previous assembly ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 5 of the intermittent catheters were faulty and patient experienced difficulty in insertion, pieces of the product were missing and the customer mentioned that there was sediment present as well.